Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a 24mm watchman flx pro closure device was implanted successfully. Post-procedure transesophageal echocardiogram (tee) identified no issues with the implant. Post-procedure, the patient reported nausea and dizziness. Magnetic resonance imaging (MRI) was performed which neurology read as acute punctate right cerebellar infarct, ideology likely cardio-embolism. The patient experienced no neurological deficits other than the continued nausea and dizziness and was discharged eight days post-procedure.